Event description:
It was reported that the procedure was to treat a 50% stenosed lesion in the mid femoral artery with mild calcification. The 5 x 40 mm armada 35 balloon catheter was advanced and inflated, but would not completely deflate after various attempts. After approximately 20 minutes, a local anesthetic was administered to the area on the patients leg, and a needle was used to puncture through to deflate the balloon. The balloon deflated around 50% and was able to be removed. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar deflation issue incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.